Event description:
It was reported that the left ventricular lead was "pulled back" and had a high threshold and no capture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic esc, breached cut and cosmetic depression. Apparent explant damage.